Manufacturer narrative:
The device is not available for evaluation as it is still implanted. If additional information is provided, the evaluation results will be submitted in a supplemental report.

Event description:
It was reported that, "the patient dislocated. Therefore, the surgeon recovered the hip to performed a closed reduction."